Manufacturer narrative:
The patient was tested via the eav (bioelectric-functional analysis) method, which revealed cp titanium intolerance. However, this test procedure is based on traditional (B)(4) medical concepts, which are not in accordance with scientific medicine. It could be suspected that the symptoms described may have occurred due to other reasons, such as anesthetics. While it is unknown if the dental implant used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.

Event description:
In this event, it was reported that a xive plus implant was removed one week after placement due to symptoms the patient was experiencing. The reported symptoms include general malaise, insomnia, restlessness, and a burning sensation in the surgical field.